Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded two signal artifact monitoring (sam) episodes due to noise oversensing and high out of range pacing impedance measurements on the right atrial (ra) channel. As a result, inappropriate atrial tachy response (atr) episodes were stored. This resulted in the minute ventilation (mv) feature being automatically disabled. Further evaluation was recommended. No adverse patient effects were reported. This ICD remains in service.